Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issues, far p wave oversensing and under sensing. As received, complete lead was returned in one piece. The helix was partially extended and clogged with blood/tissue. The reported events of helix mechanism issues were confirmed. Visual and x-ray examinations of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issue reported in the field. After cleaning, the helix could be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured within specification. The cause of the reported events of helix mechanism issues was isolated to the helix being clogged with blood/tissue. The reported events of far p wave oversensing and under sensing were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any other anomalies except for procedural damage.

Event description:
During a remote follow up, episodes of far field p wave oversensing were observed on the right ventricular (rv) lead. Technical support was contacted and diagnostic imaging was recommended. Diagnostic imaging was performed and a lead dislodgement was observed. The rv lead was attempted to be repositioned, however, the helix was unable to extend or retract. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Event description:
Additional information was received indicating undersensing was also observed.